Event description:
The accounts maintenance stated that the hi/low function drifts down slowly.

Manufacturer narrative:
Technical support instructed the accounts maintenance to unplug the bed to see if the hi/low function stops drifting. The account has not returned hil-rom's attempts to determine the resolution of the alleged malfunction.